Event description:
It was reported that the cartridge did not fit onto the pump. There was no reported adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.